Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery alarm or blank display was noted. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump was experienced keypad anomaly. It was reported that when the esc and act buttons were pressed different things would flash on display screen including a faint barcode and then the display screen went blank. Customer's blood glucose was unknown. Insulin pump would need to be replaced due to issue continuing to occur even after battery cap replacement.